Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during acl (anterior cruciate ligament) repair procedure, it was observed that the omnispan meniscal applier had deployment issues. According to the report, the gun shredded the anchor and the needle got stuck in the gun. It was very difficult to pull out the needle off the gun. It was reported that these devices were not used excessively. It was reported that the surgeon opened a new like device/implants to complete the procedure with no delay and no consequences. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.